Event description:
It was reported via medwatch form "it was discovered that the clamp on the red lumen of the PICC line was broken and would not stay clamped. Catheter was exchanged." Mw5100066 received: it was reported via medwatch form "it was discovered that the clamp on the red lumen of the PICC line was broken and would not stay clamped. Catheter was exchanged."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken clamp on the returned 5fr t/l powerpicc catheter was confirmed but the cause is unknown. The purple clamp on the power injectable lumen was broken. There were two breaks in the hard plastic clamp. Both breaks were in the thin plastic material along the tubing holes. One of the breaks was along the tubing opening near the injection rate tag. The break was on the side labeled as ¿check blood return and flush¿. The other break was on the thin curved section near the locking section of the clamp. This break was on the opposite side of the first break, on the side with the ID tag printed with ¿5ml/sec max¿. Microscopic examination of the break edges on the clamp revealed slightly uneven edges on the breaks. The material at the break site was slightly discolored white, indicating material stress in these locations. When an attempt was made to clamp the purple clamp over the extension leg, the clamp would not lock into the clamped position due to the damage on it. The white clamps on the sample appeared unremarkable and were able to be clamped into the locked position on their respective extension legs. The damage and discoloration suggested that mechanical manipulation contributed to the clamp break. However, the source of the mechanical manipulation or other contributing factors could not be determined from the returned sample. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reex1311 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch form "it was discovered that the clamp on the red lumen of the PICC line was broken and would not stay clamped. Catheter was exchanged." Other relevant history: htn, anemia, asthma, ca, dm type ii, high cholesterol, sob, smoked for 25yrs and quit over 15yrs ago. Mw5100066 received 04/19/2021: it was reported via medwatch form "it was discovered that the clamp on the red lumen of the PICC line was broken and would not stay clamped. Catheter was exchanged."